Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated there is a black line across the display of the blood glucose monitor. No adverse event was reported. The product was returned and evaluated, and it was found the line can distort the digit and decimal point. Therefore, misinterpretation is possible.